Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for evaluation. During the evaluation, a dust like contaminate was found on the beauty panel, end cap, top enclosure, power supply shield, iso port (international organization for standardization), transition tube, inlet filter baffle, bottom enclosure, blower motor, and the reusable filter. An unknown bluish and yellowish contaminate was found on the beauty panel. The end cap also has a yellowish contaminate on it. Evidence of liquid spots with potential mineral deposits on the blower motor. The top enclosure, power supply shield, and bottom enclosure all had a dark unknown contaminate on them. The blower box screw was not torqued down and was likely done while assembling the device. The micro-sd cover was missing from the device. During the evaluation of the device, no visible damage or functionality failures were found in the device, which suggest that the source of contamination was external to the device. The customer complaint was not confirmed.